Manufacturer narrative:
(B)(4). The device was returned for evaluation. The increase intra-peritoneal volume (iipv) event was identified through an event history log review. The cause of this event could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 at 12:24:55. During night drain cycle two, the patient's ultrafiltration reading was 486ml, indicating the home patient (hp) drained 486ml more than their maximum programmed fill volume of 470ml. No additional information is available.